Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the liquid/water intrusion into the tubing could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report of a damaged socket was confirmed. Additionally, as noted in b5, the unit had experienced water intrusion into the tubing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii xenon light source with a request for a full inspection from olympus personnel due to a damaged socket that was noted during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using another device. During the device evaluation, it was discovered that water was leaking from the output connector socket, and liquid had intruded into the tubing. This report is being submitted to capture the water intrusion found during the device evaluation.